Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (non-functional te) has been confirmed.  Upon investigation the electrode belt failed a therapy electrode recognition test. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, pulling apart rear pulse wires.   The root cause for the strained cable was excessive force. No adverse events occurred from the belt malfunction.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.